Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on their right ventricular lead. The noise was not reproducible and there were no other electrical anomalies. Patient was asymptomatic. The lead would be monitored.